Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump was not turning on. Customer stated the device was not in blank display. Customer was advised to reinsert a new battery. Customer declined troubleshooting for blank display. Customer also reported the insulin pump alarmed button error. Customer's blood glucose was 6.5mmol/l. The device was stuck in prime and was unable to check basal rates. Customer reported the battery cap was half way down in the reservoir compartment and cannot take it out. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.